Manufacturer narrative:
H6 - code c19: review of device manufacturing record history confirmed device met pre-release specification. Code b18: the device was deployed at other than intended location. Therefore, device was not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Code e0518: it was speculated there was possible artery damage with the first device. Further clarification was requested but not provided. A second manufacturer report submitted for same patient, same procedure performed on the same day. Instruction for use warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2026, a 7fr sheath (unspecified brand) was placed in the right brachial artery to treat a stenotic occlusion in the brachiocephalic artery. Angiography and ultrasound of the right upper arm and aorta were performed. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted. As reported, the treatment area was in a difficult location, and the vbx device was unable to cross the lesion. When the constrained vbx device was pulled back, it got caught on edge of the sheath and the stent was dislodged. As reported, there may have been some damage (not specified) to the patient's artery. The sheath was then upsized to a 10fr sheath (unspecified brand) and the constrained stent was removed. The lesion was dilated with good results using a balloon. The physician then attempted to advance and cross the lesion using the 8lmm vbx device. The vbx device was also dislodged during withdrawal. The dislodged stent was deployed where it landed in the patient's arm (at other than intended location). The patient tolerated the procedure.